Manufacturer narrative:
Sims portex inc. Has conducted a thorough review of the manufacturing lot of suction catheter devices involved in this event as follows: the od and wall thickness of these catheters meet our specifications. Raw material tubing vendor was contacted and no material changes were made in the tubing lot which comprises the suspect manufacturing lot of catheters. No changes were made to our standard processing regarding the tip end form or "eyes" of these catheters. Microscopic examination of the tip endform of the suspect lot reveals that it meets our specifications and is consistent with our standard product. The above results reveal no apparent difference between the suspect lot and our "everyday" closed suction devices.